Event description:
The tampon is still in my body- vagina [foreign body in reproductive tract]. Strings broken off or frayed [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are broken off and frayed. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to design. Action plan is in place.

Event description:
The tampon is still in my body, vagina [foreign body in reproductive tract]. Strings broken off or frayed [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings are broken off and frayed. No serious injury reported.